Event description:
The device was inserted into the uterus to begin therapy. Red array position light would not go off. The device was removed intact. Another device was obtained to complete the procedure. No patient harm was noted.what was the original intended procedure?ablation.device #1is this a laboratory device or laboratory test?no.